Event description:
Hcp reported pt had implant of catheter in 2002 for intrathecal infusion of lioresal for spasticity. In 2002, the pt had another surgical procedure due to fluid collection in the back area. One and a half month later, the pt had a third surgical procedure due to pseudomeningocele in the back area. The pt underwent a fourth surgical procedure to explant the pump.